Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the treatment of an abdominal aortic aneurysm. It was reported that ten months pos t-operative follow-up was carried out and an occlusion (right limb occlusion from nearby the junction site) was confirmed. A femoro-femoral bypass surgery (fem-fem bypass) was performed for the treatment. No additional clinical sequelae were reported and the patient recovered. The physician commented that the cause of the occlusion is unknown. A review of returned cta¿s from several days post-implant revealed that the bifurcate was positioned just below the renals. The proximal stent graft od was 22mm. The ipsi limb and extension were placed down into the right common iliac artery, and the contra limb into the left common iliac. Both limbs were patent. The limbs were non-tortuous and no stent graft kinks were observed. The max aaa diameter was 6cm and no endoleak or any stent graft issues could be seen. Review of cta¿s from eight months post-implant revealed that the bifurcate was positioned just below the renals. The proximal stent graft od was 24mm. Within the flared section thrombus is seen extending into the distal ipsi limb extension. Areas of thrombus is also seen in the flared and distal sections of the contra limb, where the ID has expanded from 13mm to 20mm. The limbs were non-tortuous and no stent graft kinks were observed. The max aaa diameter was 6.2cm and no endoleak or any stent graft issues could be seen. A review of cta¿s from ten months post-implant revealed that the bifurcate was positioned just below the renals. The proximal stent graft od was 24mm. Beginning at the flow divider, the ipsi/right limb is seen completely occluded. At the level of the gate, the ipsi limb ID is 11mm, within the distal aaa sac is 13 x 25mm, and within the origin of the right iliac has flared out to 22 x 25mm ID. A small amount a thrombus is again seen in the distal contra limb. The max aaa diameter was 6.1cm and no endoleak or any other stent graft issues could be seen. Review of cta¿s from 11 months post-implant revealed that a left to right fem-fem bypass has been placed. The cause of the occlusion could not be determined from the films provided. This may be a patient condition.